Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the probe had cracked at 5 mm from the distal end. There was a scratch on the probe. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the eval result of the subject device, olympus concluded that the reported event occurred since the surgeon activated the device while the probe had contact with something hard, like metal or hard tissue. The instruction manual of sonosurg mentions warning and caution. When ultrasonic output is activated, ensure that the probe does not come in contact with any other surgical instruments or clip. Contact with other surgical instruments may cause equipment damage.

Event description:
The subject device was used during an uncertain procedure. There is a hairline crack on the probe of the device. There was no pt injury reported.